Event description:
It was reported that the lead impedance trend showed a gradual increase from approximately 400 ohms to 850 ohms over period of approximately 1 year. All other lead parameters were stable, and the patient had received several successful, appropriate shocks for ventricular arrhythmias. Despite this, the physician felt that due to the rising impedance and the patient being relatively young and active, the lead was at risk of a fracture and chose to extract the lead. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. The sprint fidelis lead model is included in a field advisory. Evaluation summary: no anomalies found; distal segment returned and analyzed.